Event description:
A malfunction with the scanner causing the re-scan and delay in the patient procedure.

Manufacturer narrative:
A malfunction with the scanner causing the re-scan and delay in the patient procedure. We've implemented corrective measures to mitigate risks and prevent errors. Daily calibration and quality assurance testing on the system were completed without any issues. No patient harm or other issues were reported. No additional patient information has been received; if further information has been found follow-up MDR will be submitted.